Event description:
Pt reported to have 3 blisters on non-operative hip. Pt was lying on hot dog warmer device. Pt having total hip arthroplasty, duration approximately 1.5 hours, when in pacu, pt complained of burning to non-operative hip. Softball sized reddened area with multiple blisters.